Manufacturer narrative:
(B)(4). The device was received in damaged condition with kinks in multiple locations and shaped tip. The distal tip soldered dome was corroded. Some whitish/yellowish debris was noticed on the tip and the sensor area. This type of debris could be a residual effect of dried bodily fluids and/or contrast remaining on the wire. The pressure sensor was intact. The middle and distal conductive bands were discolored. During signal test, the device was not recognized and could not zeroed. The "attach wire to connector" message was produced. The damaged (kinks) in the hypotube is likely the cause of the signal failure. The corroded distal tip soldered dome is not related to the reported complaint. This has no electrical functionality and does not affect signal. The soldered dome could contribute to decrease wire handling performance. There was no report of resistance or wire handling performance. The initial report from the customer did not include any report of a corroded soldered dome. From the time the pressure guidewire was removed from the pt and returned to the MFR, it is unk as to how the exposure to extrinsic factors (elapsed time, body fluids, returned packaging technique) could have affected the overall condition of the wire. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. The complaint database was reviewed and no other complaint regarding this same lot and this same problem was found. The MFR concluded an investigation on the observed corrosion on the distal tip dome. Preliminary results indicate the corrosion observed in returned product occurs post procedure, and the degradation observed poses no adverse clinical effects to pts. The final investigation report is pending review and approval; therefore, we are filing this event. A supplemental report will be filed with the MFR's investigation report's approved conclusions.

Event description:
The following info has been provided by the MFR's account mgr who was present for this procedure. There was no report of pressure guidewire abnormalities after opening. Once connected to the pimmette and zeroed, the pressure guidewire was passed through the introducer needle, guide catheter (MFR unk) and beyond the targeted lesion then normalized. Though resistance was not reported, "the physician removed the torque from the pressure guidewire to maneuver the wire a little easier, but once he disconnected the wire, he was not able to achieve a reconnected signal. The connection was mechanically sound but no recognition occurred". A second pressure guidewire was opened and used without incident. Even though the failure occurred during the procedure, this occurrence caused no injury and, therefore, posed no potential safety risk to the pt. The pressure guidewire was returned to the MFR (B)(6) calendar days from date of event. The MFR's examination results revealed a corroded distal tip dome.